Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During trial with the insert trial, the surgeon noticed that there was black powder on the insert trial. The surgeon cleansed the operative area.

Manufacturer narrative:
An event regarding a damaged scorpio tibial insert trial was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the device found no manufacturing defects. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar previous reported events. Conclusions: the investigation concluded that the event occurred as a result of impaction of the insert while it was misaligned with the tibial tray. No manufacturing defects were identified.

Event description:
During trial with the insert trial, the surgeon noticed that there was black powder on the insert trial. The surgeon cleansed the operative area.